Event description:
Hill-rom received a report from the account stating the nurse call is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technical support found the nurse call light is not on. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account activated the nurse call to resolve the issue. Based on this info, no further action is required.